Event description:
Covidien received information stating that an 840 ventilator generated a device alert that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the analog interface printed circuit board (pcb). Covidien reference: (B)(4).